Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try using a different wall outlet and charging cable, but the issue persisted, leading to a decision to replace the pump. The customer was advised to continue using their current pump as backup therapy until the replacement arrived.